Event description:
It was reported that during a low anterior resection (lar) procedure, the surgeon placed the device around the sigmoid and positioned the device as low as possible beyond the tumor. He then closed the device and fired. After extracting the device, the surgeon noticed that the proximal portion of the bowel, which was taken out, had been stapled off correctly. But the rectal stump had a large gaping hole in it. It had been cut, but not stapled. There was no sign of staples in the rectal stump or in the patient's pelvis. The surgeon then had to anastomose the bowel by hand suturing, which was extremely difficult as the anastomosis was extremely low. The procedure was extended by 60 minutes. The pt was all right at the end of the operation. Three days post op, the pt died. The autopsy indicated that five staples had come out of the device. The pt had a triple heart bypass previously and was not coping well in recovery after the lar. The pt's cause of death was ischemic heart disease.

Manufacturer narrative:
Eval summary: the analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.